Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery out limit alarm stays on his insulin pump and was not able to clear. Customer's blood glucose was unknown. During troubleshooting, it was found that the date on insulin pump was off by a day. Customer was advised that insulin pump would be replaced due to history anomaly.